Event description:
A valiant captivia (vamf3434c200tu) was used along with a sentrant sheath (sensh2428w) on to a treat a loss of seal and migration of a non-medtronic stent graft implanted 10 days prior. The valiant captivia was inspected prior to use and a gap was noted between the tip and the graft cover. The physician still proceeded to use it. The device was prepared per the instructions for use and the hydrophilic coating was activated with saline. During the procedure, the sentrant sheath was inserted without issue. It was reported that when attempting to insert the valiant captivia stent graft delivery system into the sentrant sheath, significant resistance was encountered. The delivery system was pulled back and the gap was still observed. This irregularity could not be corrected despite manipulation of the delivery system. The physician was able to get the device in and deploy the stent graft without issue. There was resistance again when pulling the device out. Per the physician, the cause of the event was due to the observed gap. Additionally, it was noted that the tip of the valiant captivia delivery system graft did not appear smooth. The physician hypothesized that the issue was isolated to the graft. The sheath functioned as expected and the introducer was inserted without difficulty. The procedure was completed as planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Photo evaluation summary: two still images were received for analysis. Images depict the distal section of a valiant delivery system. A gap is evident between the graft cover and tip. Deformation is evident to the distal end of the tip. It was not possible to confirm the reported insertion or removal difficulties from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.